Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed with the customer that the team was able to see messages successfully reaching the database again, and billing messages were being sent out as expected. The tss informed the customer that, if needed, the team can reprocess messages and the customer need to provide the date range to reprocess. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer required information whether their active directory messages had gone through, as a patient who should have already been discharged or inactive still appeared as active in myqlink. The active directory update had not been successfully received. There were no adverse events or injuries reported based on this event.